Event description:
It was reported that the patient in clinic for initial implant procedure on (B)(6) 2026. Upon releasing of the right ventricular (rv) lead less pacemaker (lp) during procedure, it was found that it was unable to be released from the delivery catheter. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.